Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 385940a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Improper techniques were identified in the complaint. This could not be ruled out as a cause for the inratio results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported unexpectedly low inratio inr results of 0.9 and 0.9. Less than 30 minutes elapsed between tests. Therapeutic range: 2.0 - 3.0. Patient reported using meter while placed on her lap, milking finger after fingerstick, adding multiple drops of blood to test, and touching finger to sample well during application.